Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on his breast area. The patient consulted his physician who recommended provided a cream and an ointment. Follow-up indicated that the rash was better and that he ended use of the lifevest.